Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The user's request of ¿picture is yellow-red", was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: "the r-unit is broken and therefore the pixelshift is incorrect" the event can be prevented by following the instructions for use which state: checking the image quality: 1. Connect the video telescope to the video system center and the light source. 2. Switch on the video system center, the light source and the video monitor. 3. Make sure that the image has the correct orientation. 4. Check the quality of the endoscopic image on the video monitor. 5. Hold a piece of writing at approximately 30 mm from the objective cover glass. 6. Only use the video telescope if the writing is clearly visible on the monitor. 7. Check that the image is not cloudy, out of focus or dark. 8. If the colors appear unnatural, perform a white balance. 9. Observe the instructions for use of the video system center. The use of a damaged product or of a product with improper functioning can cause an electric shock, mechanical injury, infection and thermal injury. Before each use, observe the instructions in the section ¿inspection¿ on page 19. Do not use a damaged product or a product with improper functioning. Replace a damaged product or a product with improper functioning. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope image is yellow-red. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope image is yellow-red. The issue occurred during an unspecified procedure. There were no reports of patient harm.